Manufacturer narrative:
(B)(4). D4: batch # p55y66. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the surgeon felt the anvil was not attached to the trocar well so that he retried to attach, and felt it was attached properly. The anvil was placed on the oral side of the tissue, and the locking spring was held when attaching to the trocar. Another young surgeon grasped the firing handle and fired, but he did not hear the breaking sound of the washer cut. He might had not squeezed the firing trigger enough to cut the washer or there is a possibility that the anvil and the trocar could not be attached tightly. When removing the device from the patient, the anvil was being attached to the trocar. The donuts were created properly. The anastomosed site was torn fully along with the donuts, and the staples were unformed. The procedure was converted to colostomy procedure to complete the case. The patient is a (B)(6) year old male. He already discharged from the hospital and his condition is stable.

Event description:
It was reported that during an open anterior resection, the device could not be fired on the rectum. The surgeon commented that the anvil could not be attached to the trocar. The scrub nurse commented the anvil was easily removed from the device when she received it from the surgeon. The washer was uncut. No staple was left in the device, but it is unknown if the unformed staples were on the target tissue. The device was used between the rectum and colon. The procedure was converted to a colostomy procedure to complete the case. No further information is available.